Event description:
This lead was explanted and replaced due to a possible fracture. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the performance of the lead under complaint was scrutinized including a visual and an electrical inspection. The analysis revealed severe signs of wear along the lead body. At the distal area of the lead, the conductor cable to the ring electrode was found fractured, confirming the clinical observation. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the rv shock coil and the deformation of the distal part of the lead resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.